Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose ranged from not impacted to in the 400's (mg/dl) and it was addressed with a manual injection. It was confirmed that the customer had manual injections as backup insulin therapy.